Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v497301, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v497301, ubd: 19-jun-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patients interstim system had been removed three years ago because it was not working, and was a defective device. The patient stated that by the time it was put in, he never received the benefit of it. No further complications were anticipated/reported.